Event description:
It was reported that the right ventricular (rv) lead was an attempted implant. The physician attempted several times to reposition this rv lead into the left bundle branch area after which the helix would no longer retract. The physician then attempted to manually turn this rv lead and the helix broke off into this patients septum, which was unretrieved. Subsequently, a different rv lead was successfully implanted. This patient will be monitored with ultrasound. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed a fractured helix surface. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. An x-ray was obtained and revealed that the helix was in a partially extended and a portion of the helix was missing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Slight twisting of the lead body approximately 165mm from terminal end. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position/reposition the lead caused the helix to break.

Event description:
It was reported that the right ventricular (rv) lead was an attempted implant. The physician attempted several times to reposition this rv lead into the left bundle branch area after which the helix would no longer retract. The physician then attempted to manually turn this rv lead and the helix broke off into this patients septum, which was unretrieved. Subsequently, a different rv lead was successfully implanted. This patient will be monitored with ultrasound. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.